Event description:
The customer reported that the insulin pump had a blank display. The blood glucose reading was 238 mg/dl. The unit did not show signs of physical damage and was not exposed to moisture. The customer was advised to do a battery change and was assisted with a self test. The device did not turn back on. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
No blank display was noted. All operating currents were within specification. The off no power alarm functioned properly and the insulin pump passed the self test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.